Event description:
Patient contacted dexcom technical support to report cgm inaccuracy and claimed the cgm was showing false high readings. At the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries.